Manufacturer narrative:
The reagent lot number and expiration dates were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol results for three patient samples tested on cobas e 801 analytical unit. Sample 1: the initial result was 737 pmol/l and when repeated twice, the results were 469 pmol/l and 476 pmol/l. Sample 2: the initial result was 408 pmol/l and when repeated twice, the results were 243 pmol/l and 248 pmol/l. Sample 3: the initial result was 828 pmol/l and when repeated twice, the results were 372 pmol/l and 369 pmol/l.

Manufacturer narrative:
As a dust issue at the laboratory was suspected, samples were sent for investigation. These samples were collected from all 14 air conditioning (ac) systems in the laboratory before and after the acs were cleaned. The ac system aspirates ambient air, which often contains contaminated particles, including analytes such as estradiol. At high concentrations, these contaminated dust particles, which have accumulated on the filters and vent surfaces, are blown back into the laboratory environment. This redistribution of dust leads to the contamination of sample material and assay cups. The investigation determined the laboratory dust was confirmed to be the contamination source, leading to the alleged questionable results.